Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnostic procedure was completed by resetting the geometry. The philips remote service engineer (rse) identified the buttons were jammed during startup. A philips field service engineer (fse) went onsite and performed system calibration. After which, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's c-arm moved on its own, without input from the user. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.